Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the suspect device was returned and evaluated. Upon visual examination the pump was found to have considerable physical damage. The device was found to have 2 locations where there with 1/2 inch cracks. One section had a 1/4 piece of material that had been broken away and re-glued in the field. We were unable to determine when or how the device became damaged. Inspite of this damage functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected.

Event description:
Info was received that reported a pt was hospitalized in 2007, due to hypoglycemia. The reporter states that he woke with a blood glucose over 200 on the next. His blood glucose continued to run high all day. At 5pm at dinner his bg was 400 so he did a correction and bolused for his meal. At 10:30pm he was 385 and he ate some popcorn so he did another correction and went to bed. Reportedly his brother found him passed out in bed at 8:30am on the event date. The paramedics were called and his blood glucose was 31 when they arrived, they administered dextrose through an IV and took him to the ER. His bg was stabilized and he was released on 12 noon the same day. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.